Manufacturer narrative:
(B)(4). This report was created to capture events related to the marathon. The marathon catheter was returned for analysis. Onyx residue was found inside the catheter hub and tip. The catheter was found to be ruptured at approximately 6.0cm from the distal end. An unsuccessful attempt was made to flush the catheter as it was found to be occluded with onyx. No other anomalies were observed. Based on the device analysis, the customer's report was confirmed, however, the location of the rupture was 6cm from the distal end, not 1cm from the distal end as reported. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities during manufacture. Note: per marathon instruction for use: "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury." Related MDR MFR: 2029214-2015-05150.

Event description:
Medtronic received a report that a marathon catheter ruptured during onyx procedure to embolize a brain tumor. The physician was using onyx 18 to embolization a brain tumor and observed that onyx was leaking out the catheter, proximal to the tip. The physician noticed that on the third injection, it was becoming more difficult to inject the onyx. The physician removed the catheter and found the catheter rupture/split about 1 cm from the distal tip. The entire catheter was safely removed from the patient and a new catheter was opened to finish the procedure. The onyx leaked proximal to the tumor that was being injected in the a3 segment of the anterior cerebral artery. The physician did not plan on removing the leaked onyx because the patient is fine with no complications. No patient injury was reported as a result of this procedure.